Event description:
The customer reported a vincristine infusion that would not drip. As a result the medication needed to be re-ordered and re-made. It was estimated the patient received 25% of the dose. No patient harm or medical intervention was reported. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.